Manufacturer narrative:
H10. Corrected data - upon further review, it was determined that section h4. Device manufacture date in the initial report was incorrect. Therefore, this correction report is to change section h4: device manufacture date to sep 20, 2020. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: section d9. Device available for evaluation? Yes returned to manufacturer: yes date returned to manufacturer: june 9, 2021. Section h3. Device evaluated by manufacturer? Yes device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, a detached haptic was also observed, both of which is consistent with a lens that was handled during removal. The lens was cleaned, a scratch was observed on the optic body, but this may be attributed to handling and cannot be confirmed to be related to manufacturing. The complaint issue was confirmed; however, this can be attributed to handling and cannot be confirmed to be related to manufacturing, and therefore no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints have been received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had bent/broken haptic during yamane technique. The iol was fully inserted and then immediately removed through the original incision and replaced during the same procedure. No other information was provided.